Manufacturer narrative:
The unknown 3i screw was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per, however it is stated that the patient underwent unspecified occlusal trauma. The reported product was located on tooth # 4 (universal) and used for approximately 3.5 years. The reported event could not be recreated due to the nature of the dental device and event (loosening).the customer has not provided additional pictures or x-ray images of the product. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that when removing the implant crown due to mobility, implant at tooth site # 4 came out. Site was grafted. Patient to return for implant re-placement. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported. The patients implant failed due to occlusal trauma. The conclusion was made due to signs of grinding. If the patient had come to their regularly scheduled implant maintenance appointments this incident may have been able to be prevented. Due to the occlusal trauma it is possible that the implant crown became loose.